Manufacturer narrative:
The medical device evaluation concluded no defects were identified as a result of the manufacturing process. The returned device was manufactured to all specifications. The abutment was tested with an ivt housing cap and sert. The returned abutment passed. The evaluation concluded product functioned as designed.

Event description:
The retentive cap wasn't holding properly.